Manufacturer narrative:
(B)(4).

Event description:
The patient's family member or friend reported that the device was implanted due to parkinson's disease. The device was explanted in 2014 due to poor effect. There was not a 50% or greater symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. It was not reported how the patient was doing. If additional information is received, a follow up report will be sent.